Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed the device had been serviced within the last 12 months, evaluation serviced the device for the same allegation of "ec345", determined the cause to be a failed ultrasonic sensor. The ultrasonic sensor was replaced at that time. The reported condition was verified. The device was found out of specification in relation to the reported system error 345. System error 345 was verified through a review of the event history log and found to be caused by an out of specification downstream sensor. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.